Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted extensive adhesions were encountered overlying the previously implanted mesh that had detached from the abdominal wall and had to be excised. A large eventration of the mesh over the prior hernia was acting as another hernia. It was reported that the patient experienced extensive adhesions and pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.